Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported after a lasik flap creation he had trouble lifting the flap inferiorly and canceled excimer treatment. The doctor increased the pulse energy and subsequent flaps had no trouble lifting. Reporter indicated patient will be brought back at a later date for treatment.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause cannot be determined conclusively. (B)(4).